Manufacturer narrative:
UDI: (B)(4). The dialyzer was discarded and not available for technical investigation. A batch review was conducted and there were no deviations found during the manufacture of this lot. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly during treatment a leakage at the housing (gluing of the cap) of a polyflux 140 h was detected. The setup was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. The involved machine is still in use. No additional information is available.